Event description:
It was reported that the right ventricular lead exhibited capture anomalies. The lead was capped and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information reported stated that the lead was explanted and replaced during a system replacement procedure; the date of the explant was unknown.